Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element detached from the jaw when a surgical sponge was used to clean the tip. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle, as well as blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed and bent away from the hot jaw, with detachment at the tip, but remained attached at the base of the hot jaw. The silicon insulation on both jaws were observed to be intact, no visual defects were observed. Based on the return condition of the device, the reported failure ¿material twisted/bent¿ was confirmed. Specific actions for the confirmed reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element detached from the jaw when a surgical sponge was used to clean the tip. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.